Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. (B)(6) reported that pt is obese. The (B)(6) stated she suspects the breakdown was due to the fms collection bag being placed at the end of the bend which caused tension in the tubing and in turn the perirectal breakdown. The pt was discharged home. Attempts were made to f/u with (B)(6) requesting additional info and to date no additional info is available. From a clinical perspective, a causal relationship between fecal management system and this event is deemed possible because the product in use is temporally associated with the skin where the problem occurred. No additional pt/event details have been provided to date. No lot number was provided. Therefore, we are unable to determine the specific mfg site. Both potential mfg sites are listed below. A return sample for eval is not expected. Should additional info becomes available, a f/u report will be submitted. Reported to the FDA on (B)(4) 2013.

Event description:
Territory mgr reports (B)(6) reported they had a pt that developed perirectal breakdown.